Event description:
See also manufacturer report 2032545200807597. It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's stomach. It was noted that the capsule trocar needle did not advance. This was the second capsule attempted for this pt. The procedure was not completed. No injury to the pt was reported.